Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle 31gx5mm 7 pack experienced cannula breakage during use. The customer reported, ¿the customer purchased the product at (B)(6), with 7 packs of specifications, article number 329487, batch number 80640005 (0920). The needle was difficult to inject, and the needle was split after injection. No re-use, no sample return, staff need to pick up the sample. User's request: suspected that the needle is in the body, go to the hospital to check if there is a needle in the body, you need to pay for telephone, medical expenses, inspection fees.¿

Manufacturer narrative:
Investigation summary: DHR of lot 8064005 was reviewed and no qn found. Mfg records of lot 8064005 was reviewed and no abnormal found. Returned sample was reviewed and needle point is damaged. Inspected 7pcs retention parts on point and appearance, all results passed. Returned sample was inspected by point vision system and the sample was rejected as defect parts by vision system. Pen needle product has 100% point damage inspection in point vision system station, and defect part will rejected by point vision system station automatically. Based on investigation above, the complaint is not manufacture issue.

Event description:
It was reported that the pen needle 31gx5mm 7 pack experienced cannula breakage during use. The customer reported, ¿the customer purchased the product at dadongguan wanmin pharmacy, xinghualing district, taiyuan, shanxi, with 7 packs of specifications, article number 329487, batch number 80640005 (0920). The needle was difficult to inject, and the needle was split after injection. No re-use, no sample return, staff need to pick up the sample. User's request: suspected that the needle is in the body, go to the hospital to check if there is a needle in the body, you need to pay for telephone, medical expenses, inspection fees.¿